Event description:
Kimberly-clark received a report from (B)(6) stating the blue cuff inflation line detached from the endotracheal tube while the patient was intubated. The patient was extubated and reintubated. There was no reported patient injury. No additional information was provided in regards to the patient's status.

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record (DHR) based on the provided lot number is complete. The device history records evaluation was performed on (B)(4) 2014 for the lot number aa4083v02. The DHR indicates that 1320 kits were manufactured according to manufacturing requirements. Manufacturing conducts a visual and functional inspection of each device throughout production in conjunction with the quality assurance inspection that is performed. (B)(4).